Event description:
The customer reported via phone call that they received a motor error alarm. Customer also reported the insulin pump would not receive the insulin. It was also found the customer had a no delivery alarm when the act button was pressed. Customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not return the insulin pump at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.